Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. Visual analysis of the pump identified the kink resistant tubing (krt) was worn down to the filament; however, upon leak testing, there were no leaks noted. Functional testing was performed, and it revealed the pump did not pass the activation test 3. Based on the information available and analysis results, the pump not passing the activation test could have caused or contributed to the reported clinical observation of the ams 700 not working properly. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later a surgical procedure was performed in which the existing pump was removed and replaced. Upon explant, a crack was identified in the tubing; however, its cause was not detailed by the facility. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later a surgical procedure was performed in which the existing pump was removed and replaced. Upon explant, a crack was identified in the tubing; however, its cause was not detailed by the facility. There were no patient complications reported.